Event description:
This complaint is from a literature source. The following literature cite has been reviewed. Gutman mj, kohan em, hendy ba, joyce cd, kirsch jm, singh a, sherman m, austin ls, namdari s, williams gr jr. Factors associated with functional improvement after posteriorly augmented total shoulder arthroplasty. J shoulder elbow surg. 2023 jun;32(6):1231-1241. Doi: 10.1016/j.jse.2022.12.004. Epub 2023 jan 4. Pmid: 36610476. The purpose of this study was to identify preoperative and postoperative factors that impact range of motion (rom) and function after augmented tsa in patients with type b2 or b3 glenoid morphology. 121 anatomic tsa implanted with apg glenoids and either global ap or global unite femoral stems. The cement mfg is unknown. Adverse event(s) possibly associated with unk shoulder glenoid global apg+ include adverse event(s) with quantity and intervention(s) 2 patients with implant dislocations and treated with revisions. 1 patient with glenoid loosening (unknown interface) treated with revision. Adverse event(s) possibly associated with unknown shoulder humeral heads include adverse event(s) with quantity and intervention(s) 2 patients with implant dislocations and treated with revisions. 1 patient with nickle allergy treated with revision. Adverse event(s) possibly associated with shoulder humeral stems include adverse event(s) with quantity and intervention(s) 1 patient with humeral fracture treated with revision. 1 patient with nickle allergy treated with revision. Adverse event(s) possibly associated with unk shoulder proximal body global include adverse event(s) with quantity and intervention(s) 1 patient with nickle allergy treated with revision.

Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.